Event description:
On (B)(6) 2025, the caregiver reported that the user cracked the ilet screen while sleeping and rolling onto the device. A replacement ilet was arranged, and the user will use backup therapy until the replacement arrives. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.